Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of residual shunt and hemolysis after implant of an amplatzer duct occluder was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 16/14 mm amplatzer duct occluder (ado) was successfully implanted to treat the patent's ductus arteriosus (pda). Residual shunt was observed via echocardiogram post-implant, however no treatment was warranted at the time and it was decided to monitor the issue. The next day, on (B)(6) 2020, hemolysis was observed and the patient received medical attention and was reported to be closely monitored in the hospital. The patient is reported to be recovering.